Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had their settings too high. The patient experienced incontinence. The device was interrogated, an urodynamic test was performed, and the patient's settings were too high. The settings were turned down. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va0p9lw, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
The consumer reported falling on their back twice and their device was pretty well messed up. On (B)(6) 2015, the patient's device was reprogrammed. However, the patient felt a jolt and the implantable neurostimulator (ins) shut off a time after the reprograming session. The ins icon was flashing with and without the lightning bolt icon when it occurred. During the call, it was determined that the therapy was on and the patient did not currently have jolting. Cause/factors, troubleshooting, actions, and outcome remain unknown. Follow up is being conducted to obtain answers. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor.